Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 glucose readings were visible in the dexcom app but not on the ilet, and pairing to the ilet initially failed; the user was guided through ilet menu steps to switch cgm sensor selection from g6 to g7 and start the sensor, and the user later confirmed the sensor connected to the ilet with no effect on blood glucose. Symptoms included no adverse physiological effects. Outcomes included no impact to clinical status and no hospitalization. Investigation included remote troubleshooting, user education, and verification of cgm configuration steps. Investigation of this case revealed an initial connectivity and configuration issue between the cgm and the ilet that was resolved through correct cgm selection and sensor start on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary communication failure, resolved with corrective training.